Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation noise was observed real-time stored egms. Lead was capped and replaced. Patient condition is good.